Event description:
In 2006, customer was admitted to the hospital after losing conciousness. Prior to the event, the customer had changed his medication based on his precision xceed meter result. Customer feels meter is reading high compared to how he feels.